Event description:
Patient had bilateral breast implants approximately 10 years ago post mastectomy for breast cancer. Implants have become painful and misshapen. Textured implants removed and reconstruction performed.